Event description:
The customer called reporting they were receiving an error 4 message when inserting a strip into their freestyle meter. The uom was then noted to have changed from mg/dl to mmol/l in their locked meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and reailers have been informed through the fa16may2006 letter.